Manufacturer narrative:
(B)(4). Results 100 incomplete firing cycle. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. The analysis results found that the device arrived in good visual condition and with no protruding staples noted. After further analysis of the device, it was noted that the device was returned void of staples and the breakaway washer was uncut and indented. The indentation of the breakaway washer in an indication that the device was had been partially fired or possibly that the orange indicator was not fully into the safe green firing range while faring. The device is package with a staple retainer and the safety engage on the firing lever that does not allow the staples to protrude. An inadvertent movement of the firing trigger after disengaging the safety might cause the staples to protrude or fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety inside the body cavity. Therefore, it is imperative that disengaging the safety be the last step prior to firing. Please reference the instructions for use for additional information. The device was reloaded with staples; the staples did not protruded or fall out of the device while manipulating before test firing of the device. The device was tested for functionality with a test washer and all staples formed as intended, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event described was not confirmed as the device was received with no staples present. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that prior to an esophagojejunostomy when the scrub nurse took the device out of its pack several staplers remained as protruded from housing. No patient consequences reported.